Manufacturer narrative:
Philips service replaced the flexvision pc parts (459800586442, 459800544343) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that flexvision pc failed; connection lost, startup error on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.